Event description:
Additional information was received from the manufacturer representative (rep). The cause of the impedance issue and loss of stimulation was that the leads appear to have mechanical stress failure resulting in open circuits. They attempted unsuccessfully to reprogram around the open circuits. Surgical intervention to replace the leads is planned.

Manufacturer narrative:
Continuation of d10: product ID: 977a190, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Product ID: 977a190, serial# (B)(6), implanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative (rep) called to provide some further information. As of (B)(6) 2021, rep was able to program using 2 contacts to get patient therapy. Yesterday, (B)(6) 2021, patient informed rep that they had lost stimulation. Rep interrogated device and found impedances were worse than on (B)(6) 2021 and was not able to use any contacts to program patient. At this time a f/u appt is scheduled for next week. No decision has been made for next steps per rep.

Manufacturer narrative:
Concomitant products: product ID: 977a190, serial#: (B)(4), implanted: (B)(6) 2018, product type lead: product ID: 977a190, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a190, serial/lot #: (B)(4), ubd: 24-jan-2022, UDI#: (B)(4) ; product ID: 977a190, serial/lot #: (B)(4), ubd: 01-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that her left sided headaches were coming back and pain was worse. The representative checked her lead connectivity and the lead connected in 0-7 was completely all red x throughout connection while lead 8-15 has 8 and 9 connection out. There were no known factors that contributed to the event. No other interventions were taken besides the impedance check. The issue was not resolved at the time of the report.